Event description:
It was reported that when using the bd pyxis¿ es refrigerator was leaking yellow liquid inside. The customer stated there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the leak was from a third-party glycol container. A field service engineer (fse) contacted the pharmacy, customer agreed to send a technician to the refrigerator to photograph the leaking fluid. Upon reviewing the photo, it was determined that the leak was from a third-party glycol container, likely used by biomed or hvac for independent temperature monitoring. The fse advised the pharmacy to open an internal hospital work order and suggested rotating the container, so the leaking end was positioned at the highest point to prevent further spillage. The pharmacy staff agreed to take these steps and proceed with the work order. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was leaking yellow liquid inside. The customer stated there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.